Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The surgeon was removing the gall bladder through the umbilical port site and the bag busted. The gall stones went everywhere and it took about an hour to retrieve all the stones from the patient. There was no adverse consequence to the patient from the extended operating room time. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: what was being performed when the malfunction occurred? Removing the gall bladder. What specimen was being removed from the patient? Gall bladder. What was the size of the specimen? Size unknown but was chocked full of stones. Were there any difficulties deploying the bag? No. Voc pouch broken: please specify at what point the pouch broke? Removal prior to or during removal? During. Did any contents spill into the patient? Yes, gall stones. What were the indications for surgery? Gall stones. What was found? Gall stones. Does the patient have any relevant history of surgical treatments? If so, what? Unk. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. Came back to the pouch from applied.